Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot information was not provided. The reported patient effects of mitral regurgitation, mitral stenosis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for reported mitral regurgitation could not be determined. Dyspnea and mitral stenosis were cascading effects due to mr. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis it was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, the patient was hospitalized with shortness of breath. Echocardiogram showed that mr had increased to a grade of 2. It was also noted that the mean pressure gradient level was 10-13mmhg. The physician stated that no additional procedure is planned to treat the mitral stenosis. No additional information was provided.